Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin@home transmission. Upon review of transmission, the implantable cardioverter defibrillator (ICD) was in backup vvi mode. The ICD was reset to nominal settings. During a capacitor maintenance test, the ICD timed out at 30 seconds. The capacitor maintenance test was repeated with the same results. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi operation was confirmed in the laboratory. As received, the device was found with battery performance alert and high voltage capacitor charge time limit reached alert after the device was explanted. A review of the device image showed that the cause of the backup operation was due to power-on reset (por) that occurred on (B)(6) 2019. The root cause of the por and delayed capacitor charge time was due to premature battery depletion. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.